Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was that they thought that the device/recharger was not working properly. Patient stated that they just went for an MRI with a 1.5t machine and they went through the communicator and everything was all set, however the implanted neurostimulator battery was dead, so they couldn't get the MRI done. Pt said that they charged the ins to 100% less than 48 hours ago as it was the night before last night, so this shouldn't have happened. Pt said that the ins charge was getting less and less and shorter and shorter, so the ins wasn't holding a charge like it used to. Pt said that they were in the car and didn't have their equipment present. Agent advised the patient to call patient services back once they had their equipment present for further troubleshooting. When asked for the event date, patient said that it was about the last four to five weeks.